Event description:
The tip became fixed in the vessel (svgom). After four stents were deployed, ivus was used. At this point the wire broke, resulting in vessel perforation. Long inflations were used to tack up the dissection. A microvena snare device was used to retrieve the wire fragment. A balance wire and another dc were used to complete the case. Lesion morphology unknown.